Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that champagne size air bubbles were observed along the infusion set tubing. The customer's blood glucose level was 68 mg/dl. Reportedly, the customer continued using the pump for insulin therapy. Tandem technical support educated customer regarding cartridge labeling instructions.